Manufacturer narrative:
Implant loss is known to occur, considered in the rmf, and communicated in the pt info. There are no indications that the occurrence is a result of manufacturing or component failure.

Event description:
Parent was brushing pt's hair when implant/abutment came out. Pt was seen by surgeon two days later. Family wants to have pt reimplanted, but at this time no date has been determined.